Event description:
Revision surgery performed on (B)(6) 2025 due to hip fracture. Issue was reported to have involved the fem. Modular head - m ø28mm (part number: 5010.42.282, lot: 1781396, sterilization: 2200312) and surgeon implanted delta cup mobile liner dia 42mm for heads dia 28mm (part number: 5566.50.420) during revision to solve the issue. Previous surgery was performed on (B)(6) 2024. Patient is male, date of birth on (B)(6) 1950. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing records did not identify any pre-existing anomaly or nonconformity that could have contributed to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.